Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that vessel dissection occurred. The target lesion was located in the left anterior descending (lad) artery. A 3.00x24mm promus element ¿ stent was implanted in the proximal to mid lad. However, dissection occurred. The physician then deployed a 2.5x16mm promus element ¿ stent, in an overlapping manner. No further patient complications were reported and the patient's status was stable.